Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the vibration alert on the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The vibra was tested within the short test and meets the specifications.